Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the seals of the universal seal assembly torn. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure may be that the seals got damaged during the insertion/removal of the sharp surgical device. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, abdominal air leaked. Another device was used to complete the case. There were no adverse consequences to the patient.